Manufacturer narrative:
The investigation for stroke/cva, mouth bleeding, and limb ischemia has been completed. The device was not returned for evaluation. Without additional clinical details and the device evaluation, the root cause of mouth bleeding, stroke, nor the limb ischemia can be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that the patient implanted with an impella cp experienced clotted distal perfusion catheters and the decision was made to explant the pump. Systemic heparin had been withheld due to bleeding from the mouth. Four days after explantation the patient exhibited neurological changes and a head CT confirmed an intraparenchymal hemorrhage with interventricular and subarachnoid extension resulting in herniation. Care was withdrawn and the patient expired.